Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report motor error and no delivery alarms. The customer then stated that she was hospitalized due to high blood glucose levels. The customer stated that insulin leaked from the reservoir, and the inside of the insulin pump was wet. Advised the customer that the insulin pump would be replaced due to the repeated alarms. Nothing further was reported.